Event description:
It was reported on (B)(6) 2022, a 25mm amplatzer amulet was implanted. The patient was discharged without any issues. On the evening of (B)(6) 2022, the patient presented to the emergency room experiencing chest pain. A pericardial effusion was noted. A cardiologist was not available to perform a pericardiocentesis. A drain was placed, but complications arose from drain being placed, which resulted in chest compressions. The patient was transferred to the hospital where the implant took place for surgical repair. It was noted that there was a laceration in the left pulmonary artery (lpa). The physicians believed that this could have been due to the chest compressions but possibly due to the stabilizing wires on the device as well. The surgery was completed, and the patient was admitted. A couple days later the patient died due to complications. It was believed that the effusion was due to the amulet device or possibly the sheath, but it cannot be confirmed. No additional information was provided.

Manufacturer narrative:
Nana.

Manufacturer narrative:
An event of chest pain, pericardial effusion, laceration of the left pulmonary artery, and patient death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported death is consistent with complications from a surgical repair of an iatrogenic laceration of a pulmonary artery during pericardiocentesis to resolve a pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Please note, per the amplatzer amulet instructions for use, arten600142796 revision c: "post-procedure instructions: monitor the patient overnight. Perform a transthoracic echocardiogram (tte) to make sure the device is in the correct position and no pericardial effusion is present before the patient is discharged.¿ ¿post-procedure instructions: aspirin and clopidogrel (or an alternate antiplatelet agent) is recommended for patients for six months post-implant. The decision to continue antiplatelet therapy (such as aspirin alone) after six months is at the discretion of the physician.¿ ¿warnings: late pericardial effusion events were observed in the clinical study. The use of post-procedure anticoagulation therapy may be associated with an increased potential for a late pericardial effusion. Physicians should monitor for signs and symptoms of pericardial effusion and obtain appropriate imaging when indicated. Physicians should also consider routine echocardiography to screen for pericardial effusion.¿

Event description:
Subsequent to the initially filed information, it was reported that the patient's activated clotting time (act) level was 287. After the left atrial appendage occlusion on (B)(6) 2022, the patient was discharged on apixaban and plavix after confirming absence of a pericardial effusion on a discharge echocardiogram. Eight hours post-procedure, the patient presented with cardiac arrest and was taken to an outside hospital where he was found to have a pericardial effusion. The patient death was most likely due to cascading events where there was technical challenges in performing a pericardiocentesis that resulted in a laceration to the left pulmonary artery requiring surgery. CPR also caused the amulet device to migrate approximately 1 cm into the left atrium which necessitated removal of the device. The patient had significant bleeding from surgery and required multiple blood transfusions. Ultimately per family request, care was withdrawn from medical care, and the patient died two days later. The death date was estimated as (B)(6) 2022.

Manufacturer narrative:
An event of chest pain, pericardial effusion, laceration of the left pulmonary artery, and patient death was reported. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. No information was received to indicate that the patient¿s monitored activated clotting time was abnormal or if there was any recapturing or difficulty implanting the device. Abbott requested for procedure imaging to review, this was not provided by the site. Information from the field indicated that the laceration of the left pulmonary artery may have been caused by chest compressions or the stabilizing wires on the amulet. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.na